Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/03/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that values were up to 50 points off. At the time of contact, no injury or medical intervention was reported.